Event description:
The patient reported having two to three cartridges leaking over the past six months. With the most recent leak, the patient noted leaking from the o-ring of the cartridge plunger while inserting the cartridge into the pump. The patient denied seeing any cracks in the cartridge casing. There was no reported adverse event as a result of the issue; the patient stated that he did not use the leaking cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.